Manufacturer narrative:
Concomitant medical products: product ID: 4076 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited multiple t-wave oversensing (twos) episodes with noted suspected inappropriate therapy delivered. The rv lead remains in use. No further patient complications have been reported as a result of this event.